Event description:
It was reported that during the lsh procedure, the hand piece was cracked and the post is loose inside the hand piece. Another device was used to complete the case. There was no patient consequence.